Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 3mm x 40mm x 146cm coyote balloon catheter was selected for use. However, when the device was taken out from the hoop, the balloon part was found to be lifted. The balloon was inflated before inserting inside the patient's body and the balloon was found to be ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by: returned product consisted of a coyote es balloon catheter. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. Functional testing was performed by connecting the balloon catheter to an inflation device filled with water. While being tested water was leaking from the exit notch and the tip. Microscopic examination of the device revealed that there is an inner shaft puncture hole 16mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 3mm x 40mm x 146cm coyote balloon catheter was selected for use. However, when the device was taken out from the hoop, the balloon part was found to be lifted. The balloon was inflated before inserting inside the patient's body and the balloon was found to be ruptured. The procedure was completed with a different device. No patient complications were reported.